Manufacturer narrative:
(B)(4). In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) - the dentist reported that 15 days after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. The patient presented bone type iii and 20 ncm of primary stability was achieved.